Event description:
A caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, and the caller successfully resumed insulin delivery.